Manufacturer narrative:
Device is a combination product. Device returned to manufacturer: the promus premier select drug-eluting stent was returned and analysis was completed. An examination of the crimped stent found stent damage. The proximal stent was damaged with the struts lifted. The undamaged portion of the device was measured for stent outer diameter using a snap gauge and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no issues. A visual and tactile examination of the hypotube shaft identified multiple kinks on several locations along the length of the hypotube shaft. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on analysis completed on 01 nov 2019. The 88% stenosed target lesion was located in the moderately tortuous and calcified, 2.75x38mm left anterior descending a percutaneous coronary intervention this 38 x 2.75 promus premier select drug-eluting stent was not able to pass through the lesion. The device was pulled back and the procedure was completed with another of the same device without issue. No patient complications were reported and the patient status is stable. However, the returned device analysis revealed stent damage.